Event description:
It was reported by service report that the scale was inaccurate and the footboard function was intermittent. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Bent frame caused both scale and footboard issues. The bed was deemed unrepairable and recommended be scrapped.